Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition, during the evaluation the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, and cooling fan retainers will need to be replaced due to contamination.